Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient with normal fever therapy was on the arctic sun device. The target temperature was as low as 36c, and the patient temperature was 34.6c. Patient weight was 60 kg and small size pad was in place. The system hours were 418 and the pump hours were 366. So, the device would be evaluated at the imi facility.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The device underwent and passed all testing. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. Therefore, DHR review was not required in accordance. Also labeling review was not required. The actual/suspected device was inspected.

Event description:
It was reported that the patient with normal fever therapy was on the arctic sun device. The target temperature was as low as 36c, and the patient temperature was 34.6c. Small size pad was in place. The system hours were 418 and the pump hours were 366. So, the device would be evaluated at the imi facility. Per follow up information received via ibc on 23dec2021, this device will be evaluated at the imi facility. The second device was used to complete therapy and there was no impact to the patient.